Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the secondary set came apart during an unspecified hazardous fluid infusion. ¿as the nurse was unclamping the roller clamp on the secondary, the tubing disconnected at the chamber.¿ although an interruption in treatment was reported, there was no mention of harm to the patient or staff as a result of the event, and no other patient effect details were provided.